Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specifications. One unit of catalog number 5-10116 (et tube, cf, 8.0), lot number 01a1400211, was received for analysis. The sample was received closed, in the original packaging. A visual exam was performed and it was found that all components were assembled properly. It was also observed that the sealed package was identified as product code 5-10116 et tube, cf, size 8.0mm; however, the product inside was actually a size 7.5mm. Based on the visual exam, the reported complaint was confirmed. As a containment action, manufacturing personnel were notified about the issue. A CAPA request was also issued in order to investigate and address the issue.

Event description:
The complaint is reported as: the et tube package is labeled 8.0mm, however, the size stamped on the tube is 7.5mm. The issue was detected prior to patient use.